Event description:
After wearing safeskin disposable latex examination gloves for twenty minutes, an rn developed anaphylaxis (acute onset rrhinorrhea, angioedema, bronchospasm, intense pruritus, macular dermatitis). Patient was seen initially in employee health services and subsequesntly was escorted to a nearby board certified allergist's office. She was diagnosed with latex anaphylaxis and was treated with with a bronchodilator and antihistamine, and was given an epinephrine kit. Patient's lab tests are pending. Product analysis is to be performed by the manufacturer.an rn wearing at least two types of disposable latex gloves in various patient rooms over a four hour period, while wearing safeskin gloves noted acute onset of urticaria lesions on hands and arms, with intense pruritus, onset of hoarsness, angioedema, sensation of tongue thickening, bronchospasm, periorbital edema. Patient was transported immediately to the emergency department. She was treated with IV steriods, IV antihistamines, brochodilator, and given an epinephrine kit. Patient has a negative past medical history for anaphylaxis. Follow-up evaluation by a certified allergist on 1/30/92 resulted in a diagnosis of acute latex anaphylaxis. Patient's lab tests are pending. Product analysis is to be performed by the manufacturerdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.